Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was hospitalized due to low blood glucose readings. Customer states that their blood glucose readings were low. Customer states that they have a serious injury and the blood glucose reading was 15 mg/dl at the time of admission.